Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
In 2016 the patient has left hip joint osteoarthritis and hip dysplasia. In order to recover back hip joint functions. The patient performed left hip replacement procedure. The act acetabular cup from an external company ((B)(4) local company) and exeter v40 stem from stryker were used to patient. The patient always feel the left hip pain after procedure. The leg doesn¿t has power. The patient diagnosed that the femoral prosthesis was loose after left hip replacement procedure. On (B)(6) 2018, the patient performed left hip joint femoral stem revision surgery. The reported issue doesn¿t any matter with prosthesis. After revision surgery, the patient joint functions recover back.